Manufacturer narrative:
The complaint of a leak in the catheter is inconclusive. An e-mail has been received continuing a series of photographs of the alleged complaint sample. The photos contain images of the venous and arterial extension legs that are contained in a clear plastic bag. The photos show the venous and arterial extension tubing attached to the blue and red connectors. The photos do not show conclusive evidence of a leak within the venous extension tubing. A lot history review (lhr) of aswg0002 showed no other similar product complaint(s) from this lot number.

Event description:
The user found a crack at the venous extension tube as shown in photo. The catheter was inserted for one week before the cracking was discovered during and after treatment.